Event description:
It was reported that the unit was having an error code. The issue could not be resolved, and the procedure was cancelled while the patient was under anesthesia. There were no patient complications reported.

Manufacturer narrative:
Upon received of the generator, analysis was performed on the unit and the reported observation of error code displayed was confirmed. The unit was upgraded and it is now functioning properly. The generator was installed on 28 october 2020. The generator was fully functional until the reported event date of issue, 08 march 2023. Based on all the available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the unit was having an error code. The issue could not be resolved, and the procedure was cancelled while the patient was under anesthesia. There were no patient complications reported. This report is being submitted due to the canceled procedure.